Manufacturer narrative:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the gallbladder cholecystectomy procedure, the device could not be ballooned. The balloon would not inflate. A new device was used to complete the procedure. There were no patient issues.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The valve seal was intact. The locking collar was intact. The balloon appeared intact. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no other functional abnormalities. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.